Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, inadequate measurements were noted on the right atrial (ra) lead due to dislodgment of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.